Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14382. It was reported that the patient's pacemaker and all leads were explanted due to a pocket infection. No further information was reported.